Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that surgeon trialed a 36, +8.5 head on a 6hi trilock broach and determined it was a stable construct for the patient. He implanted the 6hi trilock stem and it sat at the appropriate depth in the femur. Surgeon then implanted the +8.5 metal implant head. Upon range of motion, the hip dislocated. Surgeon then removed the +8.5 metal head and re-trialed on the actual stem using the same +8.5 trial head previously used. He ranged the hip and it was very stable. There was a clear disconnect between the trial head and actual implant. Surgeon moved up to a implanting 36 +12 metal head. The hip was now extremely stable. The +8.5 trial head and +8.5 metal implant head will be returned and need to be tested for accurate measurements. Doe: (B)(6) 2018; unknown hip.

Manufacturer narrative:
Product complaint # : (B)(4). Related dimensional inspection found no discrepancy with the returned product. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.